Event description:
It was reported that the patient faced infusion set falls off due to bleeding after insertion due to tape not sticking on (B)(6) 2026.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: australia. Name- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.